Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up during a procedure making a continuous audible beep. The system was reinitialized and the procedure continued without further incident. There was no adverse patient involvement reported. There was no patient information reported.